Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient received a system error 2240 (air in line) with a cascading system error 2367 alarm on the homechoice (hc) during peritoneal dialysis (pd) therapy while connected to the hc device with a 3-prong automated pd set with cassette during dwell 3 of 5. There was nothing unusual noted about the supplies. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines and the patient had not disconnected prior to the alarm. During troubleshooting, the technical service representative (trs) assisted the patient to clear the alarm and end therapy. Proper procedures were reviewed per the user manual with the patient. The patient completed therapy with manual supplies. There was no patient injury or medical intervention. No additional information is available.